Event description:
It was reported that the customer received an alarm error code on the insulin pump and he did not remember which one. Customer's blood glucose was 400 mg/dl. He stated when priming, the piston would keep pushing insulin through after letting go of the button. Customer was advised it sounded like the force sensor was no longer working. Customer received an unexpected restart alarm and then failed battery test alarm. He declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the alarms. The insulin pump passed the displacement test and reset error test with no motor error alarms or reset error alarms noted. The insulin pump was monitored and all operating currents tested within the specified rabe and no blank display or battery alarms were noted. However, moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see previous medwatch report 2032227-2014-33024 on the same insulin pump.